Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm at random. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a call service alarm issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box revealed that data from the event date had been overwritten due to continued use. No cs 064 call service alarms were observed in the available black box data. During testing, the pump intermittently lost power and adequate investigation of the complaint could not be completed due to this unrelated issue. The pump case was removed and no evidence of moisture ingress was found. (B)(4).